Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At a follow-up transesophageal echocardiogram 42 days post-implant, a large non-mobile thrombus was observed layering the surface of the closure device. The patient will remain on blood thinners.